Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined

Event description:
It was reported that during lead implantation procedure, the lead exhibited sensing issue and noise was observed on the lead when connected to the patient system analyzer. The pacing lead impedance was also high. Physician suspected lead anomaly and when another lead was used, no noise was observed. The procedure was completed without any adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.